Manufacturer narrative:
Concomitant product - clearlink system non-dehp secondary medication set with attached 0.22 micron filter. Arisure closed male luer. Correction for event: it was reported that there was an under infusion of chemotherapy medication and an occlusion air alarm while using a one-link needle-free IV connector. The device was being used in conjunction with a non-baxter primary set infusing 0.9% sodium chloride, a luer/spike, and infusion pump. It was observed that there was medication still left in the secondary set drip chamber. The pump presented an occlusion air alarm. Back priming was performed twice, and the alarm occurred again. It was unspecified if the customer was able to continue with therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device would not flow and air was observed in the line. The customer tried back priming twice and opened vent. Air below filter trigger air-in-line again. The filter was laying on it side on pump handle. The issue occurred during infusion of panitumumab and 0.9% sodium chloride (nacl). It was further reported that a non baxter pump alarms proximal air in line. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.